Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: when attempting to prime/fill cannula, the pump emitted a call service alarm; the motor slowed while priming, patient replaced tubing and cartridge but was unable to manually push cartridge plunger with tubing attached. There is no allegation of an adverse event. The patient has lost confidence is the pump and this issue is being reported.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.